Event description:
Heparin drip ordered 10cc 1 hr. IV pump set for same. About 300cc infused in 50 min. No bleeding problems noted heparin drep on hold. A ptt followed. Pump checked by biomed. Could not duplicate problem.